Event description:
In late 2007, nellcor puritan bennett receive a report that prior to any patient use, a customer plugged a warmtouch patient warmer into an outlet, and it shorted out and produced a puff of white smoke.

Manufacturer narrative:
The warmtouch patient warmer has been returned for failure investigation, and a supplemental report with the results will be filed when the investigation is completed.